Event description:
The customer reported system shut down without command. This resulted in recoverable loss of imaging functionality. There is no report of serious injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The dc power supply was replaced during service. The system was tested and found to be working as intended and put back into service.